Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited sensing anomaly, low lead impedance, and intermittent loss of capture. Pocket stimulation was visible. Chest x-ray confirmed lead dislodgement. The lead was repositioned and normal function resumed. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).